Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during pre-implant testing. The procedure was successfully completed with another device. The device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during pre-implant testing. The procedure was successfully completed with another device. The device is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.